Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump received with cracked case at display corners and minor scratches on display window.

Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump had an intermittently responsive keypad. The blood glucose reading was 50 mg/dl. The customer stated that when he pressed the buttons, there seemed to be a delay; the buttons worked at times and then other times they did not. He noted that the insulin pump may have been exposed to moisture from sweat and may have gotten water on it. The customer also clarified that the low blood glucose level was related to his having been at sports practice and running around. Advised discontinuation of the device. Nothing further reported.